Event description:
During an off pump procedure the foot on the stabilizer broke off. The surgeon used a replacement unit to complete the procedure. The hospital did not report any patient complications.